Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 11/2018.

Event description:
It was reported through the results of a clinical trial that same day post index procedure, the subject developed bleeding and swelling of left groin at puncture site. A standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. In this case, the patient got out of bed despite strict advice to remain in bed. A product deficiency related issue to the bleeding was not reported. The stent was successfully placed without periprocedural complication without device deficiency. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'remove the guidewire and introducer sheath from the body. Close entry wound as appropriate.' H10: d4 (expiry date: 11/2018), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that same day post index procedure, the patient developed bleeding and swelling of left groin at puncture site. A standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status was not provided.